Event description:
Customer reports one incident of a blood leak on use #24 at the onset of treatment. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 100 cc's. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intervention reported.